Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13a04047 and h13d08067 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported a patient experienced and was hospitalized for seven days for peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. Pd therapy was ongoing. The patient recovered from the event of peritonitis. No additional information is available. This is report 1 of 2 involved in this peritonitis event.